Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. C22012) for female sterilisation. The patient had a medical history of dyspareunia, urticaria, headache, rash, dehydration, right upper quadrant pain, c-section, pain in hip, ovarian cyst, abdominal pain, migraine and dysmenorrhea. Previously administered products included: mirena for pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 921 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal: laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus: (B)(6) 2015 as per mr (B)(6) 2015. Discrepancy noted: removal date: as per argus: (B)(6) 2018 as per mr: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: findings: the patient is status post cholecystectomy. Within the left inferior kidney there is an intrarenal calcification which measures 2 mm. Bilateral essure devices are seen within the proximal fallopian tubes. There is a normal CT appearance of the uterus and ovaries. Impression: no acute intra-abdominal pathology. Left intrarenal calcification, 2 mm, which likely represents a nonobstructive lower calyceal stone. Please correlate with urine labs. Findings consisten with prior right inguinal hernia repair. There is no recurrent hernia. Surgical repair material is immediately adjacent to the right ovary. Bilateral essure devices within the proximal fallopian tubes. [Pathology test] on (B)(6) 2018: gross description: the specimen is received in formalin with proper patient identification and labeled as "right and left fallopian tube with essure" that consists of two unoriented fallopian tubes with metallic spring and wire at the distal end of both tubes. Diagnosis: right and left fallopian tubes biopsy with essure unremarkable fallopian tubes. Metalic springs and wires are seen in both tubes [ultrasound scan] on (B)(6) 2017: impression: bilateral simple renal cysts which correlate with previously described bilateral renal lesions seen on CT. Otherwise normal bilateral kidneys. No further follow-up recommended. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On (B)(6)2018, 944 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 34-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criterion intervention required), 2 years 6 months after insertion of essure. The patient was treated with surgery (essure removal via surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. C22012-invalid) for permanent contraceptive tubal implant. The patient had a medical history of dyspareunia, urticaria, headache, rash, dehydration, right upper quadrant pain, c-section, pain in hip, ovarian cyst, abdominal pain, migraine and dysmenorrhea. Previously administered products included: mirena for pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 921 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal: laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus, (B)(6) 2015; as per mr, (B)(6) 2015. Discrepancy noted: removal date: as per argus (B)(6) 2018; as per mr, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: findings: the patient is status post cholecystectomy. Within the left inferior kidney there is an intrarenal calcification which measures 2 mm. Bilateral essure devices are seen within the proximal fallopian tubes. There is a normal CT appearance of the uterus and ovaries. Impression: no acute intra-abdominal pathology. Left intrarenal calcification, 2 mm, which likely represents a nonobstructive lower calyceal stone. Please correlate with urine labs. Findings consistent with prior right inguinal hernia repair. There is no recurrent hernia. Surgical repair material is immediately adjacent to the right ovary. Bilateral essure devices within the proximal fallopian tubes. [Pathology test] on (B)(6) 2018: gross description: the specimen is received in formalin with proper patient identification and labeled as "right and left fallopian tube with essure" that consists of two unoriented fallopian tubes with metallic spring and wire at the distal end of both tubes. Diagnosis: right and left fallopian tubes biopsy with essure unremarkable fallopian tubes. Metalic springs and wires are seen in both tubes [ultrasound scan] on (B)(6) 2017: impression: bilateral simple renal cysts which correlate with previously described bilateral renal lesions seen on CT. Otherwise normal bilateral kidneys. No further follow-up recommended. Lot number received (c22012) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.